Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no delivery alarm, prime/fill anomaly and operating currents due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states via phone call that here pump is having issues rewinding. Customer states that this has happened when she is trying to rewind and she was able to resolve it once before but now is having difficulty. Troubleshooting found the customer did not receive 2nd series of beeps nor did numbers appear on the screen during the troubleshoot. Customer was advised that the device will need to be replaced and to revert to the back up plan per her health care provider's instructions. Customer states that she does not really remember her blood glucose levels but they might have been 76 mg/dl. The device is expected to return for analysis.